Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. Furthermore, the assignable root cause related to all the other malfunctions were determined to be traced to user, which is use error.

Event description:
It was noted in the service order that preoperatively to an unknown procedure, the battery reamer/drill device was inspected and found to be non-functional. It was reported that there were no delays in the surgical procedure as a spare device was used to complete the surgery. During service and evaluation, it was determined that the moving parts of the trigger did not move smoothly. It was determined that the device had cosmetic damage ¿ worn, and the k-wire could not be inserted. It was further determined that the device failed pretest for general condition, check cannulation and check for sticky trigger. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.